Manufacturer narrative:
Device passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, there's an additional horizontal crack on the battery tube about centimeters from the bottom of the pump. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had keypad issue. No harm requiring medical intervention was reported. Customer stated that which was not adhering they tried to press it 15-20 times before it will function. Customer stated that cracked located on the back of the insulin pump which goes to left side and comes up over to the right 3 quarters of an inches and up to the middle of the insulin pump and probably an inch. The device will be returned for analysis.